Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) product description: infinion 1x16 percutaneous lead kit-50cm model #: sc-3400-30 serial #: (B)(4) product description: infinion splitter 2x8 kit (30cm) the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had difficulty charging ipg. It was also noted that the patient may had fracture which resulted to one of the patients lead having high/fluctuating impedances. The patient underwent a revision procedure wherein the leads, splitters, anchors and ipg were explanted and implanted new leads, anchors and ipg. Device malfunction was suspected. The patient was doing well post operatively.